Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead exhibited high thresholds and the device lasted less than five years. The lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.